Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuffs broke and blown when using cough assist machine. There was no patient injury.